Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-48 alarm (malfunction in real time clock: rtc does not count time correctly). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and a review of the alarm log were performed and revealed no evidence of an f-48 alarm. The reported condition was not verified. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.